Manufacturer narrative:
The affected device was examined onsite supported by dräger technical service. Information was made available and analyzed. A log file is not available due to the failure. Based on the reported error description it could be concluded that this is a known issue. The malfunction is caused by a hard disc drive (hdd) access problem which triggers a sporadic disk boot error and results in an unsuccessful cockpit restart. The access problem is caused by a persistent error of the cockpit¿s hdd. Replacing the hdd of the cockpit was recommended to remedy the issue. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a restart of the cockpit will be triggered in order to reset the micro processing system to a specified state. If the hard disk is not accessible during the restart, the boot process of the cockpit cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. This alarm is energized independently from the power supply and will last for at least 2 minutes. The ventilation will not be affected by a cockpit restart and will be continued as set. Safety relevant parameters are displayed in the supplemental oled-display wherein the user can see the on-going ventilation. Since the monitoring functions are limited and the user interface is inoperable, the ventilation shall be continued with an independent device. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while in use the cockpit c500 suddenly blanked out and displayed a message about the hard drive. Reportedly the ventilation was not interrupted. There were no patient health consequences reported. The device has no UDI as an UDI was not required at the time the device was manufactured.